Event description:
The customer reported that erroneously elevated creatine kinase-mb isoenzyme (ck-mb) patient results, above the normal reference range of the assay, were generated on an access 2 immunoassay system for one patient. Beckman coulter inc. Assessment of customer supplied patient data indicated that upon repeat testing of an aliquot of the original sample, the repeat result was lower, within the normal reference range of the assay and regarded as valid. The erroneous ck-mb results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was a fresh venous plasma draw in a lithium heparin tube. The sample was centrifuged at three thousand five hundred revolutions per minute for six minutes prior to testing. The customer indicated that temperature in the laboratory was elevated on the date of the event. The reagent and calibrator lots associated with this event were 123056 and 119344 respectively. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control samples run before and after the incident were within the customer's established limits. System check data from (B)(6) 2012 showed all parameters passing within specifications. No error messages were associated with this event. No other patient results were questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) verified alignments, pressures, mixer speed and ultrasonics were within specifications. The fse performed a system check, quality control assessment and high sensitivity system check which all generated acceptable results. No hardware problems were found. System verified as performing to published performance specifications. A cause for this event could not be determined with the information supplied.